Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after exchanging the guidewire, circulatory collapse occurred, followed by cardiac arrest. Resuscitation efforts were performed yet were unsuccessful. Subsequently, the procedure was converted to open-heart surgery. Additional information was received that per the physician, the non-medtronic guidewire compressed the native valve leaflets causing regurgitation, a drop in blood pressure and myocardia ischemia leading to circulatory collapse. Additionally, the delivery catheter system (dcs) and valve did not cause or contribute to the circulatory collapse and cardiac arrest; however, circulatory collapse occurred prior to deployment of the valve. It was noted that the patient had a history of coronary stent implantation which contributed to the circulatory collapse and cardiac arrest. Additional information was received indicating that the cardiac arrest began prior to insertion of the dcs. The guidewire was exchanged as the stiff medtronic guidewire had not been regionally introduced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the non-medtronic guidewire compressed the native valve leaflets causing regurgitation, a drop in blood pressure and myocardia ischemia leading to circulatory collapse. Additionally, the delivery catheter system (dcs) and valve did not cause or contribute to the circulatory collapse and cardiac arrest; however, circulatory collapse occurred prior to deployment of the valve. It was noted that the patient had a history of coronary stent implantation which contributed to the circulatory collapse and cardiac arrest.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after exchanging the guidewire, circulatory collapse occurred, followed by cardiac arrest. Resuscitation efforts were performed yet were unsuccessful. Subsequently, the procedure was converted to open-heart surgery. Additional information was received that per the physician, the non-medtronic guidewire compressed the native valve leaflets causing regurgitation, a drop in blood pressure and myocardia ischemia leading to circulatory collapse. Additionally, the delivery catheter system (dcs) and valve did not cause or contribute to the circulatory collapse and cardiac arrest; however, circulatory collapse occurred prior to deployment of the valve. It was noted that the patient had a history of coronary stent implantation which contributed to the circulatory collapse and cardiac arrest. Additional information was received indicating that the cardiac arrest began prior to insertion of the dcs. The guidewire was exchanged as the stiff medtronic guidewire had not been regionally introduced. Additional information was received that a non-medtronic guidewire was used for the procedure. The regurgitation observed on the native valve was severe and subvalvular, attributed to the non-medtronic guidewire.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule fully closed. Delamination was observed over the nitinol reinforcing frame of the capsule. Multiple bents were noted on the catheter shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation evident to the remainder of the device. The reported event of heart failure could not be confirmed through analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, after exchanging the guidewire, circulatory collapse occurred, followed by cardiac arrest. Resuscitation efforts were performed yet were unsuccessful. Subsequently, the procedure was converted to open-heart surgery.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-1623-us (lot: 0012402708); product type: 0195-heart valves; implant date: na ; explant date: na product ID evolutpro-23-us (serial: (B)(6)); product type: 0195-heart valves; implant date: na; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.